Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: additional information assigned to affiliate: 1. Did the reload lockout and would not work? Unk. 2. Did the reload begin to staple and cut, but then jammed? Unk. 3. Did the device cut? Unk. 4. If the device cut, was the cut line complete? Unk. 5. Were the cut line and staple lines equal? Unk.

Manufacturer narrative:
(B)(4). Date sent 4/11/2025. D4 batch #270d16. Corrected data d4: UDI#. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device and its tyvek was returned. The reload had the proximal 9 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 270d16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reload lockout and would not work? Did the reload begin to staple and cut, but then jammed? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the staples did not be deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 4/1/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.